Event description:
Irritation and discomfort caused by kotex light days pantyliners. Outcome: infection/other adverse events were averted by discontinuing use of product. Actions taken: rptr alerted gynecologist as to the possibility that pantyliners could be responsible for untoward dryness, irritation and infection because of what appeared to be a wicking action, ie excessive drawing out of fluids from the vaginal tract. Response: she would question pts with similar complaints regarding their use of pantyliners. Rptr called and reported same to kimberly clark 1/99. Rptr is bringing this matter to FDA's attention at this time because of rptr concern's that products such as kotex lightdays pantyliners and diapers that promote keeping baby drier, may inadvertently cause irritation and infection by drying out mucous membranes. Rptr asks how many babies are known to complaint about feeling irritated and yet they do get particularly fussy at times; could some of those times be associated with voiding. Rptr asks what role dehydration and/or the drying out of mucous membranes have on the development of urinary tract infection which have a tendency to be "common in young children, particularly girls". (Mayo family health book p 98). Rptr asks how many women complain of prolonged discharge, discomfort, vaginal ithcing, dryness and chronic cystitis or non descript abdominal discomfort regularly use pantyliners. Again, rptr asks what role does progressive tissue dehydration have on the above. With so many other studies women's health issues in progress, rptr asks wouldn't it be wonderful if we could eliminate at least some urogenital disorders including vesicoureteral reflux) by identifying patyliners and diapers too efficient/effective in what they do. Consumer specialist at kinberly-clark perhaps had a good point when she stated that "it is very unusual for the cause of irritation be traced solely to lightdays liners. When you stop and think about it for a while, you realize there are lots of similar products that could likewise be causing irritation/urogenital problems/discomfort. Having forgotten the product responsible for initial complaint, rptr inadvertentely purchased kotex lightdays again. Once agian, discomfort and prolonged/unusual discharge were noted after 1 1/2 days of use. (The appearnce/spread pattern of discharge on the pad provides insight as to the action of the pad).